Event description:
When mechanism lever was pushed down to break internal glass vials they broke, but did not drain into mixing chamber. A new product was opened to complete the procedure. Issues with the same lot in 8 separate cases between [redacted] to [redacted]